Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed an alert that the pulse generator was in backup vvi mode. The device was reset. The patient did not suffer any health consequences.